Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper reprocessing, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the cable/cord/wiring on the motor device was damaged. It was further determined that the motor and controller had liquid damage and the hose and coupling were worn. During pre-testing the device failed the loctite and cable assessment. It was noted in the service order that the device displayed an e6 code. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.